Event description:
Per the patient's physician, it was reported that the patient developed a sore at the implant site, and subsequent breakdown of the skinflap resulting in exposure of the implant. The patient underwent revision surgery on (B)(6) 2019, and the implant was repositioned. Peri-operative antibiotics were administered.